Event description:
It was reported it was reported that syringe 10ml reg pr saline 10ml fill was damaged, causing the plunger to jam. The following information was provided by the initial reporter: "the plunger stops half way down, does not move up or down."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/27/2021. H.6. Investigation: a device history record review was completed for provided lot number 1041256. The review did reveal one related non-conformance during the production process. An intermittent issue with dry barrels occurred during production; however, it was resolved at the time of occurrence. Product associated with this non-conformance was held for inspection and affected material was scrapped. This is the second report received for plunger movement difficulty for material 306546 and lot number 1041256. To aid in the investigation of this issue, samples were returned for evaluation by our quality engineer team. The samples were received open and partially depressed. When the plunger was pressed downwards by our investigative team, no issues with movement were detected. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported it was reported that syringe 10ml reg pr saline 10ml fill was damaged, causing the plunger to jam. The following information was provided by the initial reporter: "the plunger stops half way down, does not move up or down".